Event description:
The reporter stated that the 3-way stopcock proximal to the arterial line to the pt is leaking from the top of the handle. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history record was reviewed with no issues noted. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A f/u report will be submitted should info become available which impacts this investigation. No additional action is necessary at this time.